Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50 serial#:(B)(4). Description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the lead had migrated. The patient underwent a revision procedure wherein the lead was replaced. The physician suspected device malfunction due to the lead being placed upside down. The patient was doing well postoperatively.